Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre sensor kit were reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's caregiver reported that the adc freestyle libre sensor detached from the adhesive and fell off customer's arm after 6 days of wear. Customer was therefore unable to scan and obtained an unspecified reading which was "too high" after performing a capillary test using an unspecified meter. No symptoms were experienced by the customer and had contact with the healthcare provider who diagnosed him with hyperglycemia. Customer received insulin and unspecified treatment by hcp. It was additionally reported that customer self-treated with insulin provided by hcp. There was no report of death or permanent injury associated with this event.